Event description:
Event was reported to (B)(4) by an atty. Legal complaint states that the patient suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chose and necessary activities, and/or economic damages, as a result of the implementation of the prior designed pelvic mesh product(s). No further info has been provided.